Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect anatomy. There was no reported product deficiency. The reported patient effect of perforation is listed in the product instruction for use (IFU) as known potential adverse effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. As it was reported that the otw omnilink was used to treat the right common iliac artery, it should be noted that the product IFU states: the omnilink .035 biliary stent system is intended for palliation of malignant strictures in the biliary tree. In this case, it could not be determined if the off-label use caused or contributed to the reported perforation.

Event description:
It was reported that after implantation of an omnilink 9x28x80 in a mildly calcified and heavily tortuous right common iliac artery, a perforation was noted at the edge of the stent. The perforation was treated with a non-abbott device. Although requested, there was no additional information provided.